Event description:
This rv lead was implanted on (B)(6) 2018, and remains implanted at this time. A call placed to technical services on 09/04/2018, reported that this lead experienced difficulties to find adequate ensign and threshold, due to patient's anatomy. However, the lead was successfully implanted. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).